Event description:
On 10/13/2009, information received by (B) (4) technical support confirmed that the device did not provide an audible tone.

Manufacturer narrative:
Investigation results from the (B) (4) service site confirmed that the failure was isolated to the main pcb. Information has been added to the database for trending purpose.